Event description:
Stimulation was turning off. The patient's deep brain stimulators were turned on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Reference mfg report # 3004209178-2010-10321.

Manufacturer narrative:
(B)(4).